Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the atrial lead. Diagnostic imaging was performed and confirmed atrial lead dislodgment. The atrial lead was revised successfully. The patient was in stable condition. Manufacturer report number: 2938836-2018-13004; 2017865-2018-19022.